Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was in emergency room taken by paramedic as a result of hypoglycemia on (B)(6) 2019. Customer¿s blood glucose level was unknown at the time of hospitalization. Customer does not allege insulin pump was over delivering. Customer reported auto mode was not automatically delivering insulin at the time of low blood glucose event. Customer was treated with drip of saline and dextrose in ambulance. Customer was able to complete carelink upload. The insulin pump will not be returned for analysis.